Event description:
A report was received from the field indicating that during a coronary intervention the cypher stent did not deploy.

Manufacturer narrative:
Any additional information will be submitted within 30 days of receipt.